Event description:
It was reported that a shaft break occurred. The target lesion was located in the heavily calcified left circumflex artery. Following pre-dilatation, a 24 x 3.5mm promus premier drug-eluting stent was introduced to treat the target lesion. While the device was being advanced inside the introducer sheath, the shaft of the device broke inside the introducer, about 15-20cm from the hub. The fractured part was outside the patient, but the distal portion of the device was inside the guide catheter and proximal to the lesion. The proximal fractured part was easily removed, but in order to remove the rest of the device, the entire system needed to be retracted with the use of a surgical clamp. The procedure was completed using an alternate method or device. There were no patient complications.

Manufacturer narrative:
A promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A 0.014inch wire was inserted through the tip and wire lumen with no resistance noted. The device was received in two sections as a result of a break in the hypotube located at 28cm distal from the strain relief. Both sections of the hypotube were kinked at various locations along its length. A visual and tactile examination of the distal extrusion identified no damage. No other issues were identified during analysis.

Manufacturer narrative:
The device was not returned for analysis. Photo images were received which captured a break in the hypotube and some kinking along the hypotube.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the heavily calcified left circumflex artery. Following pre-dilatation, a 24 x 3.5mm promus premier drug-eluting stent was introduced to treat the target lesion. While the device was being advanced inside the introducer sheath, the shaft of the device broke inside the introducer, about 15-20cm from the hub. The fractured part was outside the patient, but the distal portion of the device was inside the guide catheter and proximal to the lesion. The proximal fractured part was easily removed, but in order to remove the rest of the device, the entire system needed to be retracted with the use of a surgical clamp. The procedure was completed using an alternate method or device. There were no patient complications.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the heavily calcified left circumflex artery. Following pre-dilatation, a 24 x 3.5mm promus premier drug-eluting stent was introduced to treat the target lesion. While the device was being advanced inside the introducer sheath, the shaft of the device broke inside the introducer, about 15-20cm from the hub. The fractured part was outside the patient, but the distal portion of the device was inside the guide catheter and proximal to the lesion. The proximal fractured part was easily removed, but in order to remove the rest of the device, the entire system needed to be retracted with the use of a surgical clamp. The procedure was completed using an alternate method or device. There were no patient complications.